Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak from unicel dxc 800 pro synchron clinical system. The leak did not pose hazardous condition in the laboratory. No one in the lab was affected by the leak.

Manufacturer narrative:
The customer stated the leak was coming from ise/ mc side and it appeared to be water. Service visited the site on (B)(4) 2011. The field service engineer (fse) found eic (electrolyte injection cup) was overflowing and replaced the valves. The issue was resolved.